Event description:
The facility stated that the plunger in the injection system would not advance the lens through the cartridge. The facility also stated that the cc4204bf lens tore in the cartridge prior to implant.